Event description:
It is reported that in (B)(6) 2011, pt was implanted on the left side with a cementless hip prosthesis and is part of a clinical study. It is also reported that approximately 10 months after implantation, pt experienced buttock thigh and groin pain. No revision surgery was performed, neither a revision surgery was/is planned. The devices are still in vivo.

Manufacturer narrative:
The manufacturer did not receive devices as the pt has not been revised. X-rays, or other source documents were not submitted for review. As no lot numbers were provided for the biolox delta taper liner, jj/36, the device history records could not be reviewed. Lot numbers were received for the biolox delta head, 12/14, 36 x -3.5, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's ref no of this file: (B)(4). Note: this is a split case with number (B)(4).